Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained when college of american pathologists (cap) proficiency samples were tested using a vitros immunodiagnostic products intact pth (ipth) reagent on a vitros xt7600 integrated system. A definitive assignable cause for the discordant higher than expected vitros ipth results could not be determined. The condition of the cap proficiency samples received by the customer cannot be ruled out as causing or contributing to the event as the samples were received thawed and warm. Cap instructed the customer to process the samples immediately rather that issue replacements as per the cap storage and stability instructions. Additionally, when the customer processed the cap proficiency samples in september 2022 using reagent lot 1540, ortho had become aware of an issue with other reagent lots that would produce results that would be lower than expected. It is possible that the mean result for the cap proficiency samples was impacted by the use of these lower resulting lots, making the customers cap proficiency sample results appear slightly higher when compared by results possibly obtained on those lower resulting lots possibly used by other customers. Based on historical quality control results provided for vitros ipth reagent lot 1540, a vitros ipth performance issue is not a likely contributor to the event. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be completely ruled out as a contributing factor as within run precision testing was not performed on the instrument at the time of the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with the vitros ipth reagent lot 1540.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained when college of american pathologists (cap) proficiency samples were tested using a vitros immunodiagnostic products intact pth (ipth) reagent on a vitros xt7600 integrated system. Vitros ipth lot 1540 cap ing-05 result of 217.4 pg/ml versus the expected result of 160.12 pg/ml cap ing-06 result of 607.6 pg/ml versus the expected result of 438.49 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth cap proficiency sample results were reported to the proficiency provider. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).